Event description:
The customer reported that the system sometimes did not boot up normally. It displayed the message "power off wait 5 second." This fixed the problem, intermittently.

Manufacturer narrative:
(B)(4). The system was repaired, found to be operating as intended, and released to the customer for use.